Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that the health care professional (hcp) called technical services (ts) for a consult review of stored non-sustained ventricular tachycardia (nsvt) episodes. Upon review, myopotential oversensing on the right ventricular (rv) lead were observed. Ts discussed possible causes and recommended for the patient be scheduled for an in-clinic visit for further lead evaluation. At this time, no adverse patient effects were reported. This rv lead remains in service.